Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned was one ti lp port with 6.6 fr s/l silicone catheter. A full break in the catheter near the middle of the port stem was found. Tapering in the full catheter break with granular, sharp edged surfaces and mushrooming in the catheter between the catheter lock and the port body was present. Evidence of compression deformity was found in the form of two holes on either side of the small catheter fragment, each accompanied by stretching. Each of the three od measurements on the port stem (distal, middle, and proximal) were within specification. The complaint of a break in the catheter was confirmed and found more specifically to be a break at the port stem. The definitive root cause could not be determined based upon available information. While procedural events cannot be replicated, due to the features of the break such as location, tapering, and signs of compression/bunching, it is a strong possibility that improper assembly contributed to the catheter break. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 04/2022).

Event description:
It was reported that a chest x-ray revealed the catheter had migrated to the pulmonary artery. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned yet.

Event description:
It was reported that a chest x-ray revealed the catheter had migrated to the pulmonary artery. The catheter was removed and a new device was placed. There was no reported patient injury.